Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 52 mg/dl. The customer also reported that her blood glucose level was 50 but it was showing 100 mg/dl. Customer also reported that the sensor had calibration not accepted and change sensor alert. Customer declined to troubleshoot for low blood glucose. The customer treated with the liquid glucose. The insulin pump will not be returned for analysis.